Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure . Date of initial surgical procedure . The diagnosis and indication for the initial surgical procedure? Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) . Were cultures performed? Results? What medical intervention was performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Please provide a lot # . What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent a right hemicolon surgery on unknown date and the absorbable adhesive barrier was used. After the procedure, the patient experienced infection in the hospital. It was reported that infection area was where the absorbable adhesive barrier was placed on after the surgery. Additional information has been requested.